Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with laparoscopic bso due to sui, intrinsic urethral sphincter deficiency.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic left spigelian hernia repair, laparoscopic lysis of adhesions, and open umbilical hernia repair with composix mesh on (B)(6) 2006 due to left spigelian hernia, umbilical hernia, and intra abdominal adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.